Event description:
The explanted generator was returned for product analysis. Generator analysis was performed. Device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment and no signs of output variation were observed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Eri flag was not set and the generator communicated normally. Other than typical explant procedure related observations, no surface abnormalities were noted on the generator. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
A call was received from the explanting facility and it was revealed that the explanted product was available for product return. The explanted product has not been received by the manufacturer to date.

Event description:
It was reported that the patient underwent prophylactic vns generator replacement surgery. No lead replacement had occurred. It was reported by the company representative that it appeared that the patient had determined that she needed x-rays due to a possible lead fracture. However, it was stated that the lead impedances before and after the replacement were within normal limits. It was unclear why the patient felt that she had a fractured lead. During attempts at product return, it was revealed that the facility discards in surgery.

Event description:
It was reported via an x-ray report received by the manufacturer for the patient in which the reason is stated as ¿vns device check for integrity¿. The patient has also reached out to the manufacturer to determine if the manufacturer had received any x-rays and were able to determine where the vns connects to her nerve. X-rays were later received by the manufacturer and reviewed. Based on the images provided, the connector pin appeared to be fully inserted inside the connector block. The placement of the generator was normal. The feed through wires appeared to be intact. The review was unable to assess if strain relief and tie-downs were present and placed according to labeling as the portion of the neck containing the electrodes and strain relief was no visible in the image provided. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. However, a segment of the lead was behind the generator and the visibility of the lead was lost at the neck and these could not be fully assessed. Based on the x-rays received, no anomalies were identified. It was later reported that the patient was referred for vns replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.